Manufacturer narrative:
(B)(4). The customer submitted a voluntary report (number (B)(4)) for this event. The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system catheter extension set leaked from an unspecified location. This occurred during patient infusion, on the second day following placement of the line. The reporter stated that the event necessitated an IV state change. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The patient is pediatric. An unused device of the same lot as the actual device is reported to be available for evaluation, and a request for its return has been made. Should additional relevant information become available, a supplemental report will be submitted.